Manufacturer narrative:
B1 correction: product problem should not have been checked in the initial report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that due to device migration, confirmed by x-ray, patient has lost therapeutic stimulation. Next steps are unknown at this time; surgery may take place in the future.